Event description:
It was reported that during an epicardial lead implant, this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited noise, loss of capture (loc) and high impedances when connected to the device header. However, when testing was done with the pulse system analyzer (psa) measurements were fine. Information from the sales representative noted that the right ventricle (rv) lead was removed, wiped with dry gauze and placed back into the header and repositioned the set screw. This was following troubleshooting the lead into other ports. Ultimately, these actions cleared the noise and impedance issues seen. The device was interrogated during and post implant with normal device function and no adverse patient effects were reported. This crt-p and lv lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that during an epicardial lead implant, this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited noise, loss of capture (loc) and high impedances when connected to the device header. However, when testing was done with the pulse system analyzer (psa) measurements were fine. Information from the sales representative noted that the right ventricle (rv) lead was removed, wiped with dry gauze and placed back into the header and repositioned the set screw. This was following troubleshooting the lead into other ports. Ultimately, these actions cleared the noise and impedance issues seen. The device was interrogated during and post implant with normal device function and no adverse patient effects were reported. This crt-p and lv lead remains in service.